Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was evicted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("severe hip pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laproscopic with laprotomy and hysterectomy with bilateral salpingectomy on (B)(6) 2018). At the time of the report, the pelvic pain and dyspareunia outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, dyspareunia and pelvic pain to be related to essure. The reporter commented: specimens: uterus, bilateral fallopian tubes, left ovary cyst, essure coil x 1. Concerning the injuries reported in this case the following were reported via social media- medical device removal, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: reporter was added. Medical device removal was replaced with pelvic pain & new event dyspareunia was added. Dob was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was evicted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("severe hip pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received. Event adverse event nos replaced with arthralgia and new event medical device removal was added. Reporter was added . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.